Manufacturer narrative:
(B)(4).

Event description:
Home monitoring alerted there was noise on the far field channel and on the atrial lead. Technical services recommended to device nurse to have patient come in for a lead evaluation. The lead remains implanted. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.